Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer experienced the hyperglycemia. The customer¿s blood glucose level was 410 mg//dl. The customer stated that the insulin pump had failed battery test alarm. The customer declined the troubleshoot for the high blood glucose. The customer was treated with the insulin pump. The device will not be returned for the analysis.